Event description:
It was reported by the distributor that, during the procedure to treat stones, when the console is started it turns off during auto-test and then starts again. This happens every time. The lvps and the charger were changed, but the issue has not resolved. The voltage output of the lvps is correct at 380 volts. The distributor is requesting advice on what to change or check on the console to resolve the issue. The patient had been sedated with general anesthesia prior to the procedure. The procedure was then cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the distributor that, during the procedure to treat stones, when the console is started it turns off during auto-test and then starts again. This happens every time. The lvps and the charger were changed, but the issue has not resolved. The voltage output of the lvps is correct at 380 volts. The distributor is requesting advice on what to change or check on the console to resolve the issue. The patient had been sedated with general anesthesia prior to the procedure. The procedure was then cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, media inspection of video provided by the customer shows the console turning off when the auto-test on the console starts. The console was serviced at the facility by the customer. The customer disconnected the fan that was connected to the cpu board, and then the console started normally without any problems. Another fan the customer had was connected to the console, and it started normally. Based on the information provided, it is likely that the fan was defective and could have resulted in the reported event.